Manufacturer narrative:
Product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The patient's pump was delivering ziconotide (25.0 mcg/ml, 1.200 mcg/day). They had increased the pain medication but they needed to increase it more to cover the pain. A catheter revision was done in (B)(6) 2015 because the medication was not going to the intrathecal space in the spine and the medication was being dumped into his body. It was again reported that the pain had never been covered by the pump, and had not been getting any relief from the pump/medication. The situation was being addressed by the hcp.

Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving ziconotide at an unknown dose and concentration via an implantable infusion pump. The indication for use was noted as non malignant pain and radiculopathy. The patient stated that the pump had not been working since (B)(6) 2014. Reportedly, the pump worked the first month but had not worked since. The patient noted that he was coming off a lot of medicine at the time. The patient stated he had pain and the doctor "kept turning up the pump." A test was done couple months prior to this event report date and it was determined that the catheter had migrated out of the spine. The doctor turned down the pump extremely low to keep the catheter open and a catheter revision was scheduled for (B)(6) 2015. Additional information regarding the alleged pump issue and the exact catheter test performed has been requested, but was not available as of the date of this report.